Event description:
Caller states that the customer tested 188mg/dl and immediately retested on the same device with a result of hi. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.